Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The spouse of a customer reported via phone call of high blood glucose of over 600 mg/dl and treated with manual injection. Troubleshooting assisted the customer with the priming process. Customer was advised to monitor the pump. No further details given.